Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Low bg cause was not known. Customer administered baqsimi nasal spray to address the issue and called 911. Customer went to the emergency room and was treated with intravenous fluids of saline and glucagon and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.